Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was reported as "no proper initial training phase ( itp ) for pd therapy initiation". It was not reported whether the patient was hospitalized for the event. The patient was treated with vancomycin injection (500mg/ every 48 hrs/ intraperitoneal) and ceftrazidime injection 250mg/ twice a day/ oral) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5:upon follow up, it was reported the patient was discharged from the hospital on the 18th day from diagnosis. It was reported that "the antibiotics treatment which are ongoing has been stopped". The patient recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10 and h11. B5: upon follow up, it was reported the patient was admitted to the hospital after 17 days of event diagnosis due to peritonitis and cloudy pd effluent and remains hospitalized. It was reported that ceftrazidime was discontinued on an unknown date. On an unknown date, meropenem was started (500mg, twice a day, intravenous, discontinued). 17 days after diagnosis, ceftazidime (1gm at bedtime, intraperitoneal) was started. Should additional relevant information become available, a supplemental report will be submitted.